Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported the intraocular lens (iol) was loaded correctly, and an adequate amount of viscoelastic was used. However, after the surgeon put the tip of the cartridge into the corneal wound and began advancing the lens into the eye, he mentioned that the lens appeared ¿caught¿ when being viewed under the microscope, and that the end of the plunger tip was rough. Operating room staff also mentioned that the lens did not appear to be folded correctly and the lead haptic had a ¿twisted¿ appearance (in comparison to the normal appearance which generally involves the lead haptic being folded neatly and enclosed in the folded optic body). This iol was not inserted all the way into the eye, and there was no patient harm. As soon as the surgeon noticed that there may be a potential issue with the iol, he stopped advancing the iol and was able to remove the device successfully from the patient¿s eye. A backup iol (zcb00) was then folded and loaded with no complications. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 4/30/2018. Device evaluation: the complaint unit was received in a plastic bag. The plunger was observed in advanced position and lock. The cartridge was correctly engaged into the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection was performed: lack of lubricant material was observed in the device. The lens was received out of the device. Lubricant material and loose particles were observed on the lens surface. Also, the lens had a haptic missing and the other haptic was slightly distorted. The missing haptic was observed caught at the cartridge tip. The reported issues were verified. However, the condition in which the sample was returned is consistent with a product that was handled and prepared for surgical process. Based on the analysis there is no indication of product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Incident date was inadvertently reported as (B)(6) 2018, but it should be reported as (B)(6) 2018. Incident date: (B)(6) 2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.